Event description:
Customer reported via phone call to have a blank display screen. Customer also reports to have received a no delivery alarm. Customer's blood glucose was 453 mg/dl. Customer reported that alarm was resolved with a complete set change. Customer requested for insulin pump to be replaced. Customer was advised that insulin pump would be replaced and to contact healthcare professional issue continue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with high idle current problem isolated to mother board. No blank display anomalies were noted. No off no power anomaly noted. No unexpected no delivery alarms noted. The insulin pump passed displacement, prime/a33 and excessive no delivery tests. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners, belt clip slot and battery tube threads.